Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun helpline reporting low flow alarms on the machine . They called back to ask if these alarm issues had resolved. They stated that the first machine and first neonatal arctic gel pad that was being used alerted low flow , they called helpline, troubleshooted per recommendations, but this did not solve flow issues. They then changed out the arctic sun device for a second machine. Still alarming low flow, so then they changed out neonatal gel pad. Since then, no flow alarms. They mentioned during the low flow issues, patient temperature got too cold and said this was explained to them by helpline due to heater not working as much when flow was inadequate.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that arctic sun helpline reporting low flow alarms on the machine . They called back to ask if these alarm issues had resolved. They stated that the first machine and first neonatal arctic gel pad that was being used alerted low flow , they called helpline, troubleshooted per recommendations, but this did not solve flow issues. They then changed out the arctic sun device for a second machine. Still alarming low flow, so then they changed out neonatal gel pad. Since then, no flow alarms. They mentioned during the low flow issues, patient temperature got too cold and said this was explained to them by helpline due to heater not working as much when flow was inadequate.